Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings. Customer stated that the sensor was reading 100 points off for 2 days. Customer replaced the sensor and has not had any issues since. Customer also had a threshold suspend alarm. Customer's threshold limit is 60 mg/dl. Customer stated that the sensor reading was 60 mg/dl and her blood glucose level was around 190 mg/dl. Customer does not exhibit symptoms of low blood glucose levels. Customer changed the sensor. Customer was advised that they will be contacted in 90 days to follow-up. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Reference manufacturer report number: 2032227-2014-58695.